Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead having unspecified helix rotation issues. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found extended, bent, and clogged with blood. Visual and x-ray examination found the helix was bent consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being bent and clogged with blood/tissue.